Event description:
Procedure: roux-en-y, pt sex: unk. Reportedly, the reload jaw bent and separated which left an exposed staple line when the device was removed. The operation was converted to an open procedure and another instrument was used to complete the surgery. The pt is recovering satisfactorily.

Manufacturer narrative:
Inspection of the devices show the sulu anvil is bowed, and the clamp bar is damaged. This type of damage is indicative of misapplication by the user by firing the device over tissue beyond the recommended thickness range; firing with an obstacle in the jaws; or in a combination of these methods. Therefore, the root cause of this event is attributed to misapplication by the user.